Manufacturer narrative:
Section h10:(h3) pending evaluation.

Event description:
As reported, due to the manufacturer's recall campaign, the patient that is 5 yrs postop the initial that came in to have the hip prosthesis checked. X-ray control revealed a clear decentering of the prosthetic head and unusually coarse osteolysis in the acetabulum as signs of premature inlay deterioration. Diagnosis that led to the implantation: primary coxarthrosis during the replacement operation, the socket component was completely loosened, so that after removal of the old cup, spa fixation and sealing, and a competitor¿s devices were implanted. Device may be returned upon possible patient consent. Surgical reports/x-rays are also made available on request.

Manufacturer narrative:
Section h10: (h3) the patient/gxl acetabular liner involved was reportedly revised due to early prosthesis wear and osteolysis approximately 5 years after the index surgery. However, the revised components were not returned to exactech for evaluation and no images or radiographs were provided. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear as specified in the hhe: implanted with a lateralized liner. The most likely underlying cause for the revision due to early prosthesis wear reported is a combination of risk factors specified in an hhe. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.